Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using litepac rx pta catheter. Prior to the procedure, the balloon was found to be damaged and leaking after the litepac was opened on the operating table. The procedure was completed by replacing the balloon with a new product.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation review: the litepac device was returned for evaluation. The balloon exhibited evidence of previous inflation, contrast media was present within the balloon, there was no damage noted. An attempt was made to inflate the balloon using an in house endoflator. The balloon failed to maintain pressure due to a leak located at the re-port. There was no damage noted at the re-port area. One photo was also provided for review. Shown was the shaft and balloon sections of a catheter been held by a hcp. There was no damage noted. The balloon exhibited evidence of previous inflation. The alleged balloon damage and leak issues could not be determined from the photo. Therefore, the result of the investigation is unconfirmed for the balloon damage issue and confirmed for the device leak issue. The root cause for the reported balloon damage and device leak issues could not be determined based upon available information, device evaluation and photo review. Labeling review: the instructions for use for this litepac rx device was reviewed and the following sections are applicable. Balloon characteristics individual compliance charts are provided on the package label of each product. The semi compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the guiding catheter/introducer sheath. Use only an endoflator or a 20 ml or larger syringe for inflation use the catheter prior to the use by date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the use by date specified on the package. Directions for use: inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: when the litepac catheter is in it's most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Attach a haemostatic valve to the appropriate guiding catheter/sheath, which has been previously inserted into the vasculature following standard product guidelines. Insert the guidewire (0.014" (0.356 mm) max) into the guiding catheter/ sheath through the haemostatic valve. Under fluoroscopy, position the guidewire across the lesion in accordance with accepted pta techniques. Make sure that the protective sheath has been removed from the balloon. Back load the guidewire into the distal tip of the balloon catheter. Advance the balloon catheter in small steps to the tip of the guiding catheter/sheath. Re attach the torque device to the guidewire. Hold the guidewire stationary and advance the balloon catheter over the guidewire and across the stenosis. The radiopaque balloon marker and a low pressure (10 to 20 psi/69 to 138 kpa) balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilation. Inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. Note: do not exceed the rated burst pressure. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using litepac rx pta catheter. Prior to the procedure, the balloon was found to be damaged and leaking after the litepac was opened on the operating table. The procedure was completed by replacing the balloon with a new product. There was no patient contact.